Manufacturer narrative:
During the quality investigation testing the customer's concern was confirmed; the device exceeded the maximum allowed temperature rise. Further investigation revealed a broken rotor and drive shaft. Corrosion damage to the motor was noted as the primary cause of the failure. The parts were replaced and preventive maintenance was done. The device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. No adverse consequence was reported; the procedure was successfully completed with no procedure delay.